Event description:
Physician reported capsular contracture - baker grade IV and rupture. Ultrasound has been performed. Device remains implanted and is due to be explanted. This relates to the left side.

Event description:
Physician reported capsular contracture - baker grade IV and rupture. Ultrasound has been performed. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observe. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
D9 date is for received photo, device is not returned. Additional, changed, and/or corrected data: b5, d6b, h6. Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Physician reported capsular contracture - baker grade IV and rupture. Ultrasound has been performed. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Continued e.1 address line 1: c/prolg.av.fleming,sector 13,zona 2. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported capsular contracture - baker grade IV and rupture. Ultrasound has been performed. Device remains implanted and is due to be explanted. This relates to the left side

Event description:
Physician reported capsular contracture - baker grade IV and rupture. Ultrasound has been performed. Device remains implanted and is due to be explanted. This relates to the left side